Manufacturer narrative:
Additional information : the lot was manufactured between 02/09/2018 and 02/10/2018. Two (2) actual devices were received for evaluation. Bags were found sliced where the customer likely drained the contents. A visual inspection was performed and no physical defects could be identified of the reported event by initial inspection. Functional testing observed a leak at the spike port cap from the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the main stem (port). The leaks were discovered during compounding. There was no patient involvement. No additional information is available.